Event description:
It was reported that this patient has been hospitalized since the implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) and has had several cardiac arrests while in the hospital along with a chest tube in their lungs. The physician was concerned with the ability of the s-ICD to sense and treat appropriately. Defibrillation threshold (dft) test at implant had been successful along with a within range shock impedance measurement. The field representative ran automatic setup again and primary was the only vector that passed. Technical services (ts) reviewed the available episodes in which oversensing of a wide complex morphology was observed in the first episode, which lead to an inappropriate shock. Post shock, the rhythm was noted to possibly be ventricular tachycardia (vt). In the second episode, the smart pass feature of this s-ICD had disabled, 2 minutes after the therapy event. Ts noted possible changes in morphology related to electrolyte imbalance or cardiac status, or chest compressions. The field representative confirmed that chest compressions were given during active coding. The third episode showed an external shock delivered, which accelerated the rhythm to up to 190 beats per minute. An additional external shock was delivered which terminated the rhythm. Ts discussed decreasing the rate count from 190 to 170 beats per minute. Ts noted the signals in primary vector appeared different then compared to now. The field representative would discuss with the physician on the next steps. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.